Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. In the evening, at an unknown time, the patient went to the hospital. The blood glucose values obtained at the hospital were not provided. At the hospital the patient was diagnosed with ketoacidosis and was treated with an IV of insulin. The patient was in the hospital for "a few hours" and was not admitted. The infusion device was requested to be returned for product evaluation.